Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after implant that the patient received seventy-seven inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. A lead integrity alert (lia) was also triggered for the rv lead. The rv lead was reprogrammed and now small r-waves were observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.